Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that it took time to insert the angio-seal device into the insertion sheath. The anchor was pushed out of the sheath; however, it was not deployed and came back into the sheath. The angio-seal device was not used. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site and the vessel diameter are unknown. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 and 3211 was based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. There was a small bulge was noted at the blood inlet holes of the hemostasis sheath. No other visual anomalies were noted. Functional testing was performed, the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip may have caused the reported event. There was a bulge in the sheath that did not affect the functionality of the device; the bulge was likely due to the compressive force applied to the carrier tube/sheath assembly during insertion into the patient's arteriotomy. However, the exact cause of the reported event cannot be definitively determined based on the available information.